Manufacturer narrative:
Device lot number updated and corrected from 18667593 to 18824284. Device expiration date updated and corrected from 05/14/2017 to 07/13/2017. Device manufactured date updated and corrected from 12/02/2015 to 02/01/2016. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The tip was visually and microscopically examined and slight damages were noted at the distal edge of the tip. This type of damages is consistent with excessive force being applied to the delivery system.. The balloon body was reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall indicating the stent was crimped on the balloon prior to stent detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x3mm, concentric target lesion was located in the non tortuous and mildly calcified left anterior descending (lad) artery. Following predilation, residual stenosis was 70%. A 2.50x28mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. During removal of the device from the patient, it was noticed that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x3mm, concentric target lesion was located in the non tortuous and mildly calcified left anterior descending (lad) artery. Following predilation, residual stenosis was 70%. A 2.50x28mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. During removal of the device from the patient, it was noticed that the stent struts were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.